Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed alert 41 related to an insulin shaft rewind error and an insulin absolute range error, and the alert persisted despite user attempts to restart and power cycle the device; the user¿s blood glucose was not affected and the user reverted to backup therapy. Symptoms included no adverse clinical effects. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy without hospitalization. Investigation included customer troubleshooting and education, review of device error alerts, and replacement of the affected unit. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.